Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were telemetry issues with the device. An ins overdischarge was suspected. Pt recalled having 2 or 3 overdischarges already. It was reported end of service/end of life message was received. It was recommended that the ins be replaced. The physician had plans to replace the device. Add'l info has been requested, but was not available as of the date of this report.